Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test. The unit primed properly noted. The unit monitored and display function properly during testing.no rewind anomaly. The insulin pump was received with minor scratched display window. The unit was received with a cracked case at display window corner, battery tube threads and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was malfunctioning. Customer stated that the screen was difficult to read and she could not adjust the screen. Customer also stated that the insulin pump was stuck in the rewind loop. Blood glucose level was 133 mg/dl at the time of the call. No further information was provided.